Manufacturer narrative:
After the investigation, the cause of the issue could not be determined based on the materials and information provided by the customer. The analyzer will be replaced as part of the normal service procedure for customer satisfaction.

Manufacturer narrative:
The customer states that repeat testing was performed to confirm correct results and that a corrected report was issued. The cause of the discrepant results is unknown.

Event description:
The customer reported a discrepant pt/inr result between the xprecia stride and another laboratory instrument. There was no injury reported due to this event.